Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time.